Event description:
Two 75mm linear cutters from ethicon were used for a bowel resection surgery. Both devices malfunctioned leading to 10cm of additional bowel needing to be removed. Ref report: mw5158276.